Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a burnt/charred power logic board. The cause of this damage was not reported. There was also a smoke smell noted; however, there were no visible flames. The biomed also reported seeing burnt wires that were connected to the power logic board. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed estimated that the machine had over 40,000 hours on it. After the repair was completed, the biomed sated the machine was returned to service. The damaged power logic board was reported to be available for manufacturer evaluation. To date, the biomed has not provided any photos of the thermal damage. There was no patient involvement associated with the reported event.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a burnt/charred power logic board. The cause of this damage was not reported. There was also a smoke smell noted; however, there were no visible flames. The biomed also reported seeing burnt wires that were connected to the power logic board. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed estimated that the machine had over 40,000 hours on it. After the repair was completed, the biomed sated the machine was returned to service. The damaged power logic board was reported to be available for manufacturer evaluation. To date, the biomed has not provided any photos of the thermal damage. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.